Event description:
Exit block was also reported.

Event description:
It was reported that the lead exhibited intermittent loss of capture. When extracting the lead, the lead tip broke off and remains lodged in the cardic tissue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.